Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Customer reports that there was a problem with their omnipod 5 controller. Customer states he was getting uncommanded boluses without interacting with the device. The customer alleged that a 3.6 unit bolus was delivered. No medical intervention was stated due to this event.